Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high out of range pacing impedances greater than 2000 ohms. A chest x-ray was performed and the lead was found to be dislodged. This patient is not pacemaker dependent. A revision procedure was performed and this lead was explanted and discarded. No additional adverse patient effects were reported.